Event description:
It was reported by the patient that post a coronary artery drug-eluting stenting treatment procedure, complications occurred. A 38x3.50mm taxus liberte long stent was deployed in an unspecified location. Three weeks later, the patient was experiencing her "heart racing and pounding", "hot between shoulders" and "a red face". Since the stenting procedure, the patient's blood pressure has been 120/70 with a heart rate of 60-70bpm. She was evaluated at her local emergency room and was diagnosed as "change of life symptoms". The patient was seen by her cardiologist and he discontinued her cozaar medication. The patient has not reported any further symptoms.

Manufacturer narrative:
Device evaluated by manufacturer- it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B) (4).